Manufacturer narrative:
(B)(4). Log review pending. The logs have been received and an evaluation is being performed. A follow up report will be submitted once the logs have been evaluated.

Event description:
Received medwatch and communication from customer describing an event in the operating room. Details are as follows: during open heart surgery, after coming off cardiopulmonary bypass, alaris IV pump began flashing red lights and all attached pumps said "communication error". Pump was turned off, reset and within 5 minutes, the same error occurred. Pump was then removed from service and pressor drips were transferred to another pump. During this time, patient's bp dropped to a map of 30. Initial reports were that the patient experienced temporary harm and required treatment or intervention, however, it was later determined that the patient expired. Cause of death: neurological injury with subsequent withdrawal of care. The customer reports it is not clear whether the hypotensive event occurring in the operating room was the cause of the anoxic brain injury. The patient's change in mental status occurred post-operatively but the cause is unknown. No autopsy was performed. Biomed reports that he only received pc unit device and logs. He attempted to locate the pump modules involved in the event but was unsuccessful. Biomed also reported that he did not see a communication error in the pc unit's logs. On (B)(6) 2011, the biomed replaced the right iui on the pc unit due to corrosion. He tested the device before replacing and could not replicate the error. He stated there was damage to the plastic and it appeared that something pressed/pinched to damage the plastic. The biomed was given instruction to keep pc unit sequestered and to send us all logs and data set for evaluation.